Manufacturer narrative:
Batch review performed on 29 july 2025 gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 2104567: (B)(4) items manufactured and released on 29-jul-2021. Expiration date: 2026-07-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0025r gmk-sphere femoral component cemented - 5+r (k140826) lot. 2105320: (B)(4) items manufactured and released on 22-jun-2021. Expiration date: 2026-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0036rp resurfacing patella size 4 (k113571) lot. 2100302: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0514fr gmk-sphere tibial insert e-cross - flex 5r - 14mm (k202022) lot. 2103976: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully. MDR 2021-00034 was sent. On (B)(6) 2023 the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully. MDR 2023-00620 was sent. Presently, on (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.